Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The softcomponents of the housing are worn down heavily. Therefore moisture entered the insulin pump and destroyed the pump electronics. The buttons function were tested successful and meet the specification. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Mother reported the menu and check buttons on the infusion device do not function. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.